Event description:
It was reported that bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes had incorrect label information. This occurred on 17 occasions before use. The following information was provided by the initial reporter: it was recently noticed by our very attentive supply staff that we received mixed batches in a blood tube tray recently of which 12 tubes were out of date by one day. Expire july 2019 and was noticed 1st aug 2019.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for mixed product (tubes with different lots and expiration dates in the same shelf pack) with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes had incorrect label information. This occurred on 17 occasions before use. The following information was provided by the initial reporter: it was recently noticed by our very attentive supply staff that we received mixed batches in a blood tube tray recently of which 12 tubes were out of date by one day. Expired july 2019 and was noticed 1st aug 2019.